Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced reset alarm. The customer's blood glucose reading was unknown. The customer stated that every time she puts in her pump settings, it does a system reset and wipes out the settings. The customer stated that the pump was not recently stored with a depleted battery or without a battery for an extended period of time. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Device was unable to prime at 2.5 pounds during prime test due to faulty forces sensor resistor. No unexpected reset alarm noted during testing. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.